Event description:
Olympus field service engineer was informed via service inquiry that the customer evis exera iii colovideoscope gets error code e315 when hooked up. The event occurred during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue was confirmed, no image with the e315 error code. Heavy fluid invasion was found inside the body control unit (s-cover), and the scope connector. After the scope was aerated to dry the scope corrosion was found at the scope connector and a no image due to a b30 scope communication error displayed. Additionally, the control knob movements have excessive play. There are scratches on the distal end cover (sharp edge). The bending section cover glue is cracked and sharp. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter.

Event description:
Additional details were received from the reporter where the event was found at preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. The connector cap of the leakage tester was attached/detached to the venting connector of the device under water, which caused water invasion of the scope connector. As a result, abnormality occurred at the electrical components. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.